Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.0.4. Operating system: 26.0. Hardware: iphone14.5. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
An omnipod 5 registry subject has answered "yes" to "since your last assessment, have you had a severe low blood sugar (hypoglycemia) event that caused you to faint, pass out or have a seizure?" No further information has been provided. If additional information is received a supplemental report will be submitted.